Event description:
Boston scientific received information that this device was reported to be emitting beeping tones. Upon interrogation, the device indicated it had reached elective replacement indicator (eri). The physician was dissatisfied with the device longevity. No adverse patient effects were reported.

Manufacturer narrative:
A copy of device memory was provided for engineering analysis. Boston scientific engineers reviewed the device memory and concluded that it appeared to fall short of expected longevity; however, the root cause could not be determined via device memory. The device has not been returned and it is unknown if it will be in the future. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A replacement procedure was scheduled. This report will be updated once additional information becomes available.